Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user performed a first full set change with a less-than-full cartridge and experienced hyperglycemia, with a highest blood glucose of 256 for approximately three hours; the agent explained that a partial 1.8 ml fill can prolong piston advance before insulin delivery, remained on the call through the change, and the user confirmed insulin delivery. Symptoms included dizziness. Outcomes included successful correction using a pump-delivered correction without need for medical intervention or hospitalization, and the user¿s spouse assisted with site placement due to arthritis. Investigation included troubleshooting and education with live guidance during the set change. Investigation of this case revealed no device malfunction reported and no component failure observed, with the event consistent with elevated glucose during an initial infusion set change and slower priming due to a partial cartridge fill. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.